Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited premature battery depletion. The ipg remains in use and is scheduled to be replaced or upgraded. No patient complications have been reported as a result of this event.